Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 382523 and lot number 5253730. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
Customer question sent 16jan26: blood exposure to the nurse " is reported. Was the nurse wearing appropriate ppe? Was there any exposure to damaged skin/mucous membranes? If yes, please provide any diagnostics or medical treatment required as a direct result of the reported blood exposure. Customer response: no, it was a risk of exposure not actual exposure.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Catheter is leaking out of the hub. Blood exposure to the nurse and faulty IV not working as intended.